Event description:
It was reported that per the patient¿s family, the patient was not receiving effective therapy and had increased spasticity. A catheter disconnection was suspected. The pump and proximal catheter segment were replaced on (B)(6) 2015. The distal catheter segment remained in the intrathecal space; the catheter had not been connected at the anchor site. The patient status at the time of the report was indicated as alive, no injury. The spinal segment of the catheter was left in the patient not in use. The patient was currently receiving effective therapy. The date of onset of the event was unclear as the patient had experienced decreased response to increases in dose since june 2013. Per the healthcare provider the patient had no response to increasing doses of intrathecal baclofen (itb) over 12-18 months. After review of films the hcp became suspicious of catheter disconnect. An x-ray was taken which demonstrated the catheter disconnection. A catheter revision took place as well as an early pump replacement. The patient recovered without permanent impairment. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed user related hole.